Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 545 mg/dl and 216 mg/dl, 300 mg/dl, 365 mg/dl, 320 mg/dl, 384 mg/dl. Customer treated high blood glucose level with insulin pump. The pump will not be returned for analysis.